Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Technical services (ts) was consulted by the field representative due to concerns of no capture and noted that the patient had experienced falls; however, confirmation has not been received if this occurred due to patient condition or system performance. The field representative confirmed with ts that the system was undersensing on the right atrial channel and adjusted the sensitivity to resolve the matter. No additional adverse patient effects were reported. This ra lead remains in service.